Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2012 the patient experienced thrombosis. Embolism and caval thrombosis were noted and the filter was tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2012 the patient experienced thrombosis. Embolism and caval thrombosis were noted and the filter was tilted. No further patient complications were reported. It was further reported that on (B)(6) 2005 the patient underwent a greenfield filter placement. Filter number one was opened completely without any crossed legs but venogram showed ivc not completely protected. Patient then had filter number two placed, which was placed above the renal vein; it was open but also showed the ivc not completely protected. On (B)(6) 2012 CT imaging showed a thrombus was identified within one of the medium-sized right middle lobe arteries. Embolism is identified in the central left upper lobe branch with a tiny bit of thrombus within the descending left lower lobe pulmonary artery. The tip of the inferior filter is slightly angulated towards right. The patient was continued on anticoagulation therapy.